Event description:
Event description guidant received information this explanted implantable cardioverter defibrillator (ICD) for an unspecified product performance issue. The monitoring voltage was 5.2v, which is within the recommended replacement range per the revised battery guidelines.